Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxguard extension set with needleless y-site(s) experienced missing component and component separation. The following information was provided by the initial reporter: mx9059: "this one came out of the package with no tubing attached on the port. But others have disconnected at the ports also."

Manufacturer narrative:
H6: investigation summary the customer reported disconnections straight out of the bag, and returned a photo of the incident. The photo verifies the separation. The root cause is unknown without the physical sample investigation. Device history record review for model mx9059 lot number 22079345 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd maxguard extension set with needleless y-site(s) experienced missing component and component separation. The following information was provided by the initial reporter: mx9059: "this one came out of the package with no tubing attached on the port. But others have disconnected at the ports also."